Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had enhancement surgery on (B)(6) 2017 and presented on (B)(6) 2017 with epithelial ingrowth in left eye. It was noted it is not located in the visual axis and sans corrected visual acuity still good but inducing odd refraction. Patient is monitored for flap lift/epithelial removal is likely. It was stated by the account that the patient had no loss of best corrected visual acuity (bcva) however, post op patient vision had decreased vision in os. The patient complained of some visual fluctuations, but not bad. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017. Right eye pre-op 20/20 .25 x -.50 x 20. Left eye pre-op 20/20 -1.50 x -.50 x 12. Bcva from (B)(6) 2017. Left eye post-op 20/40 2.25 x -1.25 x 5. This report is for the excimer laser. A separate report is being submitted for the intralase laser.